Event description:
It was reported that the customer encountered a cartridge alarm 30 on their insulin pump. The customer's blood glucose level was displayed as "high," but no specific value was given. To address the high blood glucose, the customer administered a correction bolus using the pump. No third-party assistance was required, and the issue did not occur during the loading process. The cartridge was changed and insulin therapy was resumed.